Event description:
A customer in the united states reported a false susceptible cefepime (mic=2) result for an escherichia coli apr survey strain (ur-06, esbl phenotype)) in association with the vitek® 2 ast-gn73 test kit (lot 5930611403). Repeat testing also gave a susceptible result, when the expected result was resistant. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a customer in the united states that reported a false susceptible cefepime (fep) mic=2 result for an escherichia coli api survey strain (ur-06, esbl phenotype) in association with the vitek® 2 ast-gn73 test kit (lot 5930611403). The expected result for fep was resistant. The customer submitted their api ur-06 e. Coli survey strain for cefepime evaluation. The customer submitted 2 samples: ur06 "pellet" and ur06 "dilution". Identities for both were confirmed and testing was performed for both isolates on the customer lot and a random lot of ast-gn73 cards. Agar dilution (ad), the reference method for fep (fep02n) was also performed. For both isolates on all cards tested, fep mics<=1 (resistant) were obtained, with the susceptible result corrected to resistant by the aes software due to a proposed esbl phenotype. Agar dilution gave susceptible mics=8. Since card and reference method results are more than 1 doubling dilution apart, this is an essential agreement error for the vitek 2. The investigation concluded this is an atypical strain.